Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced pain at the ipg site. As such, surgical intervention took place on (B)(6) 2021 wherein the ipg was replaced and the ipg pocket was moved to a different ipg to address the issue.